Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks due to an atrial arrhythmia with rapid ventricular response. Other than the shocks there were no additional adverse patient effects were reported. This ICD remains in service.